Manufacturer narrative:
Correction to h4 as information was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the carbonization of blood occurred during a long procedure, since no blood was visible during inspection before use, and as a result the light output decreased during the procedure. However, a definitive root cause could not be determined as the device was not returned for evaluation. The following information from the instruction manual pertains to this event: "if the endoscopic image becomes dimmer during the procedure, it may indicate that blood or mucus is adhering to the light guide lens on the distal end of the endoscope. Immediately withdraw the endoscope from the patient, remove blood or mucus, and confirm that the light guide lens has no irregularities to use it again. If you continue to use the endoscope with the obstructed light guide lens, the temperature at the distal end may rise, which may cause patient injury or operator and/or patient burns. Set the brightness of the light source to the minimum level necessary to perform the procedure safely. If the endoscope is used for a prolonged period at or near maximum light intensity, vapor may be observed in the endoscopic image. This is caused by the evaporation of organic material (blood, etc.) Due to heat generated by the light guide near the light guide lens. If this vapor continues to interfere with the examination, remove the endoscope, wipe the distal end with lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol, reinsert the endoscope, and continue the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope was inspected before use, with no anomalies found, and blood carbonization occurred on the lens. The customer was able to remove the carbonization themselves. The issue was found during procedure, and the therapeutic procedure was completed with the same device without delay. There were no reports of patient harm. This is considered a device reprocessing issue and therefore is a medical device report (MDR).